Event description:
It was reported that a pump alarms a door will not close message. It was also reported that there was no patient injury. No add'l info could be obtained.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The eval was able to confirm that the force required to secure the door is above expected levels and if not applied will cause unit to alarm "door not fully latched." Further eval found that the device was not in specification caused by out of adjustment door hooks. The door hooks and latch pins have been replaced.